Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The surgeon fired the device and staples formed proximally, but not distally. Leak tested performed and oversewing was used to complete the case. There was no adverse consequence to the patient. The device is not returning for analysis.